Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by pain (unspecified) and cloudy effluent. On an unreported date, two weeks ago, the patient was hospitalized for the event. Treatment details were not reported. On an unreported date, the patient¿s pd catheter was removed (current mode of dialysis was not reported) and the patient is expected to resume dialysis in a ¿few weeks¿. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the date of the event was reported as an unknown date in (B)(6) 2015. Initial reporter: zip code reported as: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.